Event description:
The fixator was applied to treat a distal radius fracture. Approximately four weeks later the pt reported the fixator was "loose" at the ball joints. Another fixator was applied. There was no injury to the pt.